Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the scope cable was not communicating. Once the cable was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned cable had an electrical failure that was found. Analysis states that the pins 2-7 was found open. Concomitant medical products: other relevant device(s) are: product ID: 9736143, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having connection issues with the ethernet portion of the cable. When connected to both systems the one system would show that it did not have etherent connection. However, the biomed was able to ping the system using a different cable. When connected to a sites ethernet cable everything worked as intended.